Event description:
It was reported that the right atrial (ra) lead exhibited oversensing in an atrial tachycardia/atrial fibrillation (af) episode. Noise was noted on the atrial channel. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
4296 lead, implanted (B)(6) 2011, dtbb2d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.